Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: five photos of products 20129e and 10241342 were received from the customer for investigation. However, none of the photos provided displayed the connection between the two reported sets or showed evidence of leakage. The customer complaint of when connecting 1.2 micron filter line to amber extension set, leaks occur at the connection could not be verified. A device history record review for model 20129e , lot number 21035915 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16mar2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no physical sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the 7 inch  mic ext set w/1.2mf leaked when connected to the extension set. The following information was provided by the initial reporter: "customer stated when connecting 1.2 micron filter line to amber extension set, leaks occur at the connection. Nurses are using a maxzero connector between the two lines to minimize the leaks. This happens about once a month."